Manufacturer narrative:
An eval of the device cannot be performed as the device was repaired locally and was not returned to the MFR. Should add¿l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that during the tha the surgeon could not combine the nav straight acet reamer handle and an acetabular reamer.